Event description:
A report was received that the patient's ipg site was bruising and uncomfortable. The patient was also having pain at the implant site. The patient was given pain medication and will undergo a battery site revision.

Event description:
A report was received that the patient's ipg site was bruising and uncomfortable. The patient was also having pain at the implant site. The patient will undergo a battery site revision.

Event description:
A report was received that the patient's ipg site was bruising and uncomfortable. The patient was also having pain at the implant site. The patient was given pain medication and will undergo a battery site revision.

Manufacturer narrative:
Additional information was received that there will be no course of action at this time as there was no other information provided to bsc.

Manufacturer narrative:
Additional information was received that the patient underwent a pocket revision and was reportedly doing well after the procedure.

Event description:
A report was received that the patient's ipg site was bruising and uncomfortable. The patient was also having pain at the implant site. The patient will undergo a battery site revision.

Manufacturer narrative:
(B)(4).